Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca which caused damage to the l1, l2 and d2 components. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.